Event description:
It was reported that the tcm began overheating after the cardiopulmonary bypass surgery was completed. It was set at 39 degrees but would heat up to 50 degrees while in maintain mode and with external tubing valves in the closed position. No pt injury was reported.

Manufacturer narrative:
The field svc rep replaced the pc board as a precautionary measure and returned the replaced board to the MFR. A functional test was performed on the returned board but it functioned as intended. The field svc rep noted that the tcm should not be ran with closed external tubing valves because blocking the flow of the water circuit could damage the pump. Furthermore, putting a strain on the pump and restricting the flow of water circuit could cause the motor to heat up water in the tank. This complaint is related to user error. This report is being submitted to the FDA as a result of a retrospective review of product complaints.